Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer jammed, cubie lid was open and stuck in the drawer and this causes the drawer to not open. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and was not opened. A field service engineer (fse) found that someone had dropped a pencil on top of the auxiliary drawer 2-2 cubies, causing the drawer to jam shut. Fse cleared the jam and verified that the drawer was operational. Everything tested good in hardware test application. The system functioned as intended after the field service engineer repaired the device.